Manufacturer narrative:
(B)(4). The device was evaluated onsite by a field service technician. Should additional information become available, a follow up MDR will be sent. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A medical engineer reported to baxter (B)(4) that an aquarius machine was involved in a burning machine incident while connected to an unidentified patient. At the time of the problem, it was reported that the screen went blank then the nurse then began to smell burning. Treatment was stopped and the patient was disconnected. There was no injury or medical intervention.